Manufacturer narrative:
(B)(4). This is a report of air that was observed in the patient line due to a use error further specified as the patient line clamp was closed during the priming phase of therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It also instructs the user to open the clamp on the patient line to ensure proper priming. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During troubleshooting for a check patient line alarm, it was reported that air was observed in the patient line of the cassette. The patient was connected to the line at the time of event for their initial drain of peritoneal dialysis therapy. It was noted that the patient line clamp had remained closed during the priming phase of therapy. Proper procedures were reviewed with the registered nurse. The technical service representative assisted the nurse with ending therapy and the nurse planned to start therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.